Event description:
The customer called the gambro clinical assistance line and stated that the machine had removed too much fluid. The machine was programmed to remove 200 ml in an hour, but had removed 427 ml. The customer reported that she had hung the dialysate bag (prismasate) and forgot to break the frangible pin. After awhile (exact time frame is unknown) the nurse remembered and broke the frangible pin. The customer reported that the patient was fine and stable. No medical intervention was required and there was no patient injury. Explanation of box 2 other-potential for patient injury.

Manufacturer narrative:
The patient had 30 pounds of excess fluid, so the 227 ml excessive fluid removal did not cause the patient any difficulty. There was no patient injury. No lot number was provided. Machine manufacturer also submitted report 9616240-2006-00231.